Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: complaint 1 of 3: complaint (B)(4), MFR 202711-2021-00778. Complaint 2 of 3: complaint (B)(4), MFR 202711-2021-00779. Complaint 3 of 3: complaint (B)(4), MFR 202711-2021-00780. Lap cholecystectomy, scissors applied to cut tissue and would not cut. Used for a lap cholecystectomy. Blunt blades, scissors wouldn't cut. There were no [changes in health resulting from the event]. Tried 2 more pairs until a third set was able to cut the tissue. Patient status: patient is unharmed. Type of intervention: tried 2 more pairs until a third set was able to cut the tissue.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: complaint 1 of 3: complaint (B)(4). Complaint 2 of 3: complaint (B)(4). Complaint 3 of 3: complaint (B)(4). Lap cholecystectomy, scissors applied to cut tissue and would not cut. Used for a lap cholecystectomy. Blunt blades, scissors wouldn't cut. There were no changes in health resulting from the even]. Tried 2 more pairs until a third set was able to cut the tissue patient status: patient is unharmed. Type of intervention: tried 2 more pairs until a third set was able to cut the tissue.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.